Event description:
During an lar procedure, the doctor conducted the closure of rectum with the contour device. Aftert firing the contour device, the dostor did not find any abnormality. Then a circular stapler was used to anastomose the rectum. After firing the circular stapler, he found 3/4 anastomisis stoma did not sew and these staples were malformed. Hand sewing was used to complete the operation. The user did not known which device had the problem. There was no pt consequence.